Manufacturer narrative:
Results eval: smiths medical is still trying to obtain further info from the user facility. To date, we can report that we have no other reports on two possible lots provided. No samples have been returned. No other facility experiencing any difficulties. If we are able to obtain furter info, or samples, then a f/u report will be submitted. If no further info provided then this will be an unconfirmed report and unable to determine if related to device or user interface.